Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned. A one-way valve was returned with the sample attached to the inflation port. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10 mm x 4 cm balloon. The balloon was returned within a cordis 7fr introducer sheath. The entire balloon was extended past the distal end of the introducer sheath. Fiber disturbance and unraveled fibers was identified on the proximal cone of the balloon. The sheath was examined under microscopic magnification. The proximal end of the sheath was bunched and the distal end of the sheath was flared in appearance, indicating retraction issues. Functional/performance evaluation: the balloon was stripped of its fibers. A longitudinal rupture was observed 6.2 cm from the distal tip. The longitudinal rupture was measured to be 0.8 cm in length. No further functional testing could be performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned within a 7fr introducer sheath. Based on the sample condition, the investigation was confirmed for a longitudinal rupture, sheath related retraction issues, fiber disturbance and unraveled material. It is likely that the rupture contributed to the retraction issues. However, the definitive root cause for the rupture could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured during the initial inflation. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.